Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was a bad camera head that has no image. The camera head, when plugged in, shows color bars but when it is power cycled, there is a completely black image and there are no errors. The issue is only this camera head and other camera heads work on this tower. The contacts were cleaned, and the issue persists with the camera head. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there was no abnormality in manufacturing, special adoption, and dispersion. The legal manufacturer reported that the device was delivered to the customer on (B)(6), 2020. The lm reported that the most probable causes for the reported event are as follows: based on the suggestion, indication phenomenon was reproduced by other camera heads, and it is probable that this phenomenon occurred due to a problem with the video processor of facility product.